Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported infections after cystoscopy. However, there is no information that the event caused a harm or serious injury to patient, user or third party.

Manufacturer narrative:
The device in question was returned to the manufacturer on february 18,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received on march 10,2025 that the issue caused urinary tract infection with klebsiella after cystoscopy.

Manufacturer narrative:
Additional information was received on march 10,2025 reflecting in section b1, b2, b3, b5 and h1. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the device was returned (B)(6) 2025. For investigation. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. A visual and functional test was carried out on the endoscope. The endoscope shows general signs of use such as scratches, signs of wear, discoloration and reprocessing. Spots can be seen in the image; the working channel is narrowed, and the angulation is out of tolerance. The causes of these problems are due to usage errors or/and wear. The customer reported" unexplained infections after cystoscopy through the endoscope". Our rsb hygiene department carried out a sampling of the working channel before and after compliant reprocessing and sent the samples to a laboratory for analysis. In the sample before reprocessing, more than 160 germ-forming units of bacillus sp. Were detected in the working channel. In the sample after reprocessing, less than 2 germ-forming units were detected in the working channel. No growth of bacteria and fungi could be detected by reprocessing in accordance with standards. The cause of infections in patients is due to non-compliant reprocessing or storage of the endoscope before use. For this reason, it can be assumed that an operating error led to the infection. The event is filed under internal karl storz complaint ID: (B)(4).